Manufacturer narrative:
Siemens filed initial MDR 2517506-2020-00351 on 03-dec-2020. Additional information (10-dec-2020): siemens further investigated the issue and concluded that there was no reagent or method issue. Siemens determined that the data is consistent with instrument related issues with the probable cause related to inadequate mixing due to a malfunctioning sample mixer. Multiple "e143:outside computed results monitoring limits (abnormal assay)" error flags were observed. "Abnormal assay" error flags further support an issue related to sample mix. The part replaced by the cse is part of normal troubleshooting/maintenance for issues of this nature. The customer continued to process samples on the analyzer without observing additional incidents related to this issue post service. The device is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran service methods and found sample 1 mixer results out of specification. The cse replaced the s1 mixer. The cse performed alignments, ran service methods, and performed mixer tests which all passed within specifications. Quality controls (qc) were run and recovered within range. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample from a dimension vista 500 instrument. The instrument generated multiple error messages. The falsely depressed result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, generating a higher result which was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.